Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. Hp noted that 'jello' was found in the line. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power the hc machine. The tsr advised the hp to start over again using new supplies. Proper procedures per the user manual were reviewed with the hp. The hc unit was operational. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. A cause of the reported issue could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Additional information: during a follow up with the home patient (hp) regarding the alarm, it was revealed that the issue was resolved, but he did not know the cause of the alarm. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. The hp stated that he discussed the alarm with his nurse. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.